Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the physician was attempting to place (B)(6) on the pt's head using the (B)(6) posts. Three of the (B)(6) posts were screwed into the pt's head. While tightening the head post attachment screw on the last anterior post, the screw that attaches to the lower part of the post to the (B)(6) 'sheared off at the head." Because the screw broke off, the physician was not able to attach the fourth post. There were no backup screws available. The three other posts fixed to the pt's head had to be removed. Bandaids were placed on the pt's head where the screws were removed. No pt injury was reported. The case was canceled and rescheduled. The biopsy did take at a later date without using a frame.